Manufacturer narrative:
(B)(4)

Event description:
Patient contact dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the receiver that occurred on (B)(6) 2016. Patient stated that once he moved the receiver from one pocket to the other, signal as restored and he has not had a problem since. No injury or medical intervention was reported.